Event description:
It was reported that the lcd was not working. No patient involvement was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked lcd (liquid crystal display), corroded drain fitting, cracked tank cover, bent micro switch, faded line cord, and broken pole clamp. The customer stated problem was duplicated. Replaced the pcb (printed circuit board), drain fitting, tank cover, micro switch, line cord, and pole clamp. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.